Manufacturer narrative:
The investigation for the reported battery failure issue has been completed. The product was returned exact return date is unknown), and the issue was confirmed. Data analysis: aic logs confirmed the reported failure. There was a battery failure alarm (transport connection blown/ missing ¿ event set #360). The ltpowerdata from the complaint date showed a cell voltage decline in only one of battery 1¿s cells which occurred as the battery failure alarm triggered. Device analysis: the console batteries were replaced with batteries from known good batch and charging/ discharging was validated. The battery failure was due to a defective battery 1. Per the results of the clinical review and investigation, the root cause was determined to be a defective battery (rapid decline in cell voltage). The exact cause of the defective battery was utd. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the automatic impella controller (aic) had a battery failure alarm during preventive maintenance. There was no harm and no patient was involved.